Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient received a small left side pneumothorax after biopsying during a superdimension enb procedure. No further details are known. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
There were no anomalies identified during the internal review of the incoming inspection record for this lot for the aspiration needle and there were no anomalies identified during the internal review of the DHR of the gencut biopsy system lot.

Event description:
Patient required insertion of a chest tube and hospitalization for treatment of the pneumothorax. Patient became hypoxic requiring supplemental oxygen during hospitalization. Pneumothorax resolved and patient was discharged home on oxygen.